Event description:
It was reported that the customer was treated by paramedics for hypoglycemia. The customer stated that prior to the event, he had been feeling shaky and taking juice and chocolate, he still could not bring his blood glucose levels up. The customer then stated that his basal rates had been set to high prior to the event, and were adjusted by his doctor after the event. The customer also stated receiving sensor alarms. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.